Manufacturer narrative:
Event was initially reported by a call from the patient directly to coopervision. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. This is being reported as a corneal ulcer.

Event description:
Patient was fit in avaira toric (enfilcon a) contact lenses in (B)(6), 2011. Patient experienced blurred vision, irritation, and could not open the eye. Once the patient removed the contact lens, a piece of the cornea was torn. Patient was given eye drops to use for a month and as a result had to wear glasses. Patient went to an ophthalmologist who diagnosed the patient with a corneal ulcer. On (B)(6), 2011 patient returned to original prescribing od for a follow-up who reported seeing some spk, but no corneal scarring. Vision was corrected to 20/20. The od did not see the avaira toric contact lens on the patients eye. The od refit the patient back into acuvue advance which the patient had been wearing prior. The od does not know which medications were prescribed by the ophthalmologist.